Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the customer was getting ready to use the temporary pacing electrode catheter balloons were dry rotted. Found before use. Had an issue with 2 of them (lot#gfgr1123 & lot#unk).

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be: function /process objective: insulate wire /clean electrode objective: to insulate stripped proximal circuit wires. To clean electrodes after inking. Potential effects of failure: no, effect. Slightly tacky coating on wires that will eventually air dry. Potential causes of failure: mix error, insufficient cure/bake time, incorrect bake temperature. However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "precautions: ¿ excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. Inspection instructions: visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. Electrical connections for pacing: 1. Insert adapter pin into standard 2 mm (0.080¿) pin receptacle of equipment (see figure 1). If equipment contains a locking mechanism such as a collet or thumbscrew, tighten down onto adapter. Leave affixed to equipment. Warning: inappropriate electrical connections, e.g., into a wall socket, may pose serious risk of adverse health consequences or death. 2. Thread leads of catheter through the adapter eyelet. Connect the negative jack (marked distal) to the negative terminal of the external pulse generator, and the positive jack (unmarked) to the positive terminal of the pulse generator." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the customer was getting ready to use the temporary pacing electrode catheter balloons were dry rotted. It founded before use. Had an issue with 2 of them (lot#gfgr1123 and lot#unk .